Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00846.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00846. Follow-up information revealed the patient's infection has resolved.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00846. It was reported the patient had leads explanted due to infection at lead site. The patient was given antibiotics.